Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging a one touch ultrasoft lancing device had damaged threads. The complaint was classified based on the customer service rep (csr) documentation since the medical affairs specialist was unable to contact the pt. Sometime in the same month between 8-10 am, the pt reportedly noticed the threads on the subject-lancing device was either stripped or damaged. It is unk whether the pt was still abel to test after the reported issue. The pt mentioned that normally she tests her blood glucose three times a day and manages her diabetes with insulin that usually requires no dose adjustments. Sometime after the reported meter issue, the pt claimed that she "felt hypo" and reportedly ate food. It is unk whether this was her regular meal or as treatment towards her "hypo" symptoms. It is also unk whether the pt felt better after having food but there was no mentioning of any medical intervention. Based on the info provided by the pt when she called lfs csr, there was no meter trauma and this was not a new out of box product. The pt was using the regular cap for the lancing device. The pt's lancing device has been replaced. This complaint is being reported due to the following conclusions: the pt claimed that she developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject lancing device for eval, but has not yet received it. If the lancing device is returned, lifescan will evaluate it and, if the lancing device does not pass inspection, lifescan will info FDA of the results in a supplemental report.